Event description:
It was reported that when the nurse opened the product box, the seal was already lifted up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.